Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent transvaginal hysterectomy, and cystoscopy due to sui/pelvic organ prolapse, cystocele, perineocele, rectocele, and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and other unspecified injuries. It was reported that patient underwent mesh removal approximately on (B)(6) 2011 for erosion of vaginal mesh, extrusion of mesh, exposure of mesh, recurrent urinary problems (retention and urgency), recurrent prolapse, pelvic/abdominal pain, vaginal bleeding, dyspareunia, vaginal scarring, perforation of the upper anterior vaginal wall, denuding of the vaginal mucosa, formulation of granulation tissue along the vaginal cuff and other physical/emotional injuries. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.